Manufacturer narrative:
The affected r3 32mm ceramic liner was not returned for evaluation. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was manufactured in 2009. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. However, it was communicated that although nothing was wrong with the ceramic liner it was exchanged for a poly liner. No further information was provided, therefore the root cause for the liner exchange remains unknown. The patient impact beyond the revision surgery itself and an expected brief post-operative convalescence period cannot be determined. No further medical assessment is warranted at this time. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed to replace a ceramic liner with a poly liner. No failure specified. No delay or additional injuries reported.